Event description:
New package of sterile gloves size 8 opened to find multiple holes and slices in the palm of the glove. Manufacturer response for gloves, sterile gloves (per site reporter). [Redacted date] - retrieved sample. [Redacted date]- checking for manufacturer rep contact information. [Redacted date] - emailed ansell rep requesting RMA and mailer.